Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main trunk - left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed without any problem and the procedure was completed with a 3.0x6mm wolverine. There were no complications reported and the patient was fine.

Manufacturer narrative:
E1. Initial reporter address 1:2 (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified media was present inside the inflation lumen. The device was placed in the waterbath to allow the media to soften. Once removed, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the distal balloon cone. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues on the hypotube. However, multiple kinks were identified on the portion of the shaft polymer extrusion (inner tip) inside the balloon material. Also, the markerbands and tip and of the device were visually and microscopically examined, and damage was noted on the tip of this device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main trunk - left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed without any problem and the procedure was completed with a 3.0x6mm wolverine. There were no complications reported and the patient was fine.